Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there were crimp marks on the balloon between the markers suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during sheath removal resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.25 x 15 mm xience alpine stent delivery system (sds) was selected for the procedure. During removal of the protective sheath with no resistance felt, the stent implant became dislodged from the sds into the protective sheath. The sds was not used in the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.